Event description:
It was reported that during a contralateral leg procedure, an emboshield nav6 embolic protection system was advanced onto a non-abbott guide wire, past a moderately calcified lesion in the left superficial femoral artery, with resistance felt, and force applied, during advancement. After completing an atherectomy, angioplasty, and stenting of the lesion using unspecified devices, an attempt was made to close and retract the nav6 filter element. The nav6 filter element was difficult to retract into the retrieval catheter. The nav6 was withdrawn from the anatomy with resistance felt and it was noted that only the radiopaque frame of the filter element had been retrieved; the distal part of the filter had separated from the ring and was left in the anatomy. Under fluoroscopy, the element piece was retrieved from the anatomy using a non-abbott guiding catheter, and integrilin medication was administered to the patient as treatment. Additional angioplasty to the same vessel and to the left anterior tibial artery was required. The procedure took an additional 90 minutes to complete. There were no adverse patient sequelae.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of birth. Guide wire: csi viper 17, guide cath: 5-french glide, sheath: 6-french pinnacle. (B)(4) - failure to follow steps/instructions and incorrect anatomy. The device is not returning. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted in the instructions for use (IFU) states: the system is indicated for use during percutaneous transluminal angioplasty and stenting procedures in saphenous vein grafts and carotid arteries. Additionally, the IFU states: do not advance any component of the emboshield nav6 embolic protection system against significant resistance. The cause of any resistance should be determined via fluoroscopy and remedial action taken. Based on the information reviewed, there is no indication of a product deficiency.